Event description:
While using a vanishpoint 23g on a patient, I clicked the button and the needle retracted only half way stopped and then 3 seconds later retracted all the way. This is very unsafe. Manufacturer response for set, administration, intravascular, vanishpoint (per site reporter). MFR sent clinical rep along with territory manager, will be sending trainers next week.